Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. To treat the low bg level, the customer consumed a snack. As the customer was unable to upload the pump, a further review of the pump data logbook was unable to be performed. Recommendation was made to consult with health care provider regarding diabetes management.